Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 1200 has 'inop' alarmed. At this time there was no information of patient involvement reported in this event.

Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.service technician was unable to duplicate the customer reported issue.the unit passed bench testing. The ventilator was opened and inspected. No problems were noted. Memory board was replaced due to version being outdated 05.02. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.